Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be damaged. The soft cannula was measured to be out of specification, measuring approximately 0.66 in. In length. It could not be determined when this damage occurred. The download data from the pod shows that the pod did not struggle to deliver insulin. No other damages or manufacturing deficiencies that would affect the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 319 mg/dl while wearing the pod between 4 and 24 hours on the leg. For treatment, the patient changed out the pod and gave correction bolus.